Event description:
It was reported that the customer had a motor error, no delivery alarm and a battery error alarm. The blood glucose level is unknown. Customer states they do not use the sensor feature and they are unable to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery alarms noted. The insulin pump was passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window.